Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using carelink. Device had minor scratched display window, cracked belt clip slot, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 600 mg/dl and then blood glucose went down to 400 mg/dl. The customer experienced symptoms such as abdominal pain and difficulty in breathing. The customer was treated with insulin pump, manual injection and intravenous insulin infusion. The customer¿s blood glucose levels on previous day were 570 mg/dl, 410 mg/dl and 161 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated that the drive support cap appears normal. Customer reports insulin exited at the quick release. The customer reported that the infusion set cannula was bent. The high pressure test was performed and insulin did not exit up to the 5 units. The high pressure test was repeated and received a no delivery alarm at almost 3 units. The insulin pump will be returned for analysis.